Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line tubing was cracked and had the appearance that it was "dried out". Reportedly, the contact noticed the cartridge out of the wrapper and did not use it. The customer loaded a new cartridge. There was no patient involvement, as cartridge had not yet been used on the customer at the time of the reported event.